Manufacturer narrative:
The user facility was contacted to obtain additional information and to check the status of the subject device. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that while using the colonovideoscope they had a loss of image (black screen) during a therapeutic colonoscopy with polypectomy. The patient was discharged in the evening with perforation. There was a surgical procedure with resection of 20 cm of colon and colostomy. Reportedly, the perforation occurred during the procedure. The patient was in stable condition at the hospital at the time of follow up.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the specific cause of the suggested event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical device evaluation results. Per the evaluation, the reported image issue was not confirmed.